Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was in flight. Customer was unable to clear the alarm upon landing. Customer reported blood glucose level was not impacted by the issue. Reportedly, an obstruction was blocking the speaker holes. Customer cleared the obstruction and continued to use the pump.